Event description:
(B)(4). I've started to notice that my stomach was so bloated as the day went on. I've gained so much weight in the past year. My right side of my hip aches and feels numb, I cant even sleep on my right side. The bottoms of my feel sting especially the right foot. I have no energy, and wake up at least 3 times night. I got the implant put in at planned parenthood in which the cost was covered under medical.